Event description:
The customer reported the display is blank. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and calibration files. System operates as intended. (B) (4).